Manufacturer narrative:
The returned product was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported symptom or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide (14421-aw rev h) provides the following warnings: page 96 - test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Page 44 - check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
Customer reported the cannula failed to deploy and high blood glucose (up to 475 mg/dl) was observed. The pod was worn longer than 48 hours.